Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out, externalized conductors were observed through fluoroscopy. No electrical anomalies were detected. Lead remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.